Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inner conductor coil was found fractured in the distal end region, which is assumed to be the root cause of the reported clinical observations. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus, it is assumed that the lead was subject to severe mechanical stress in the implanted state. Furthermore, a cut into the insulation was found 10.5 cm distal to the is-1 connector pin and a deformed conductor coil 24 cm distal to the is-1 connector pin. These damages probably occurred during the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing and pacing breaks was noted on this rv lead. The lead was explanted and replaced.